Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue was an outlet water temperature regulation error. However, this could not be confirmed. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, water flow is greater than 2.3 liters per minute and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the nurse stated patient had fever overnight and they started hypothermia on the patient, however the patient got too cold, so they changed it to normothermia on the arctic sun device. The patient temperature was 35.8c when nurse arrived for shift. At this time, patient temperature was 36.6c, target temperature was 38c, water temperature was 31.2c and flow rate was 3.3lpm. Mis had nurse to check event log and noted alert 113 (reduced water temperature control). Mis confirmed rate set at 0.25c/hour right now and explained how machine was attempting to do controlled therapy. Nurse changed the rate to maximum. Water level was four. Nurse drained 500ml from right side drainage port. Mis placed in manual control at 40c, water slowly heated to 40c. Disabled manual control. Restarted automatic therapy. The patient temperature was 35.5c with foley or arctic sun device, but 34.3c according to the esophageal on the bedside. Swapped probes and they both read the same. Trend indicator was neutral. It was noted that the weight of the patient was 123kg with large plus universal in place. Patient was uncovered. Mis suggested checking protocol to see what external interventions nurse could try warm blankets, bair hugger, increase room temperature etc.

Event description:
It was reported that the nurse stated patient had fever overnight and they started hypothermia on the patient, however the patient got too cold, so they changed it to normothermia on the arctic sun device. The patient temperature was 35.8c when nurse arrived for shift. At this time, patient temperature was 36.6c, target temperature was 38c, water temperature was 31.2c and flow rate was 3.3lpm. Mis had nurse to check event log and noted alert 113 (reduced water temperature control). Mis confirmed rate set at 0.25c/hour right now and explained how machine was attempting to do controlled therapy. Nurse changed the rate to maximum. Water level was four. Nurse drained 500ml from right side drainage port. Mis placed in manual control at 40c, water slowly heated to 40c. Disabled manual control. Restarted automatic therapy. The patient temperature was 35.5c with foley or arctic sun device, but 34.3c according to the esophageal on the bedside. Swapped probes and they both read the same. Trend indicator was neutral. It was noted that the weight of the patient was 123kg with large plus universal in place. Patient was uncovered. Mis suggested checking protocol to see what external interventions nurse could try warm blankets, bair hugger, increase room temperature etc.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.